Manufacturer narrative:
(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for item 04.038.305s- lot # h264326: date of manufacture: 2017-01-27, manufacturing location: (B)(4), expiration date: 2026-12-31: a review of the device history record revealed no complaint related anomalies. The device history record shows lot h264326 of tfna helical blade 105mm, sterile was processed through the normal manufacturing and inspection operations with no scrap or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h077914 met all specifications with no issues documented that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on unknown date for treatment of a femur fracture. Patient was implanted with one (1) tfna trochanteric fixation nail, one (1) helical blade and two (2) distal locking screws. Postoperative x-ray taken on an unknown date revealed that the posterior helical blade implant had cut out thru the femoral head bone. On (B)(6) 2017, surgeon removed all implants. It was reported that no fragments were generated during implant removal. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant device: trochanteric fixation nail advanced (part # 04.037.242s, lot # h264146, quantity 1), distal locking screws (part # unknown, lot # unknown, quantity 2). This report is for one (1) tfna helical blade 105mm sterile. This is report 1 of 1 for complaint (B)(4).